Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm on (B)(4) 2016 indicating a disconnection of the battery (B)(4) connected to ps1; battery (B)(4) exhibited a saw value different of zero (0xffff), pointing to a communication between this battery and the controller. In addition, there were five (5) critical battery alarms logged between (B)(4) 2016 and several occurrences of premature power switching events prior to the 25% threshold. These premature switching events, critical battery alarms, and power disconnect alarm were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event may be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the premature power switching events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator patient called stating that he was experiencing "consistent power disconnect alarms". Patient states that he would receive a power disconnect alarm with fully charged batteries connected to the controller. Patient attempted to change to a new, fully charged battery but states that did not resolve the alarm. Patient denies loose ports or damage to the controller. Patient has had multiple issues with batteries and controllers which was already reported. Vad coordinator advised patient to change out the controller. No additional information provided.